Manufacturer narrative:
(B)(4). Exact event date unknown, entered as (B)(6) 2021 batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Additional information was requested and the following was obtained: were there any difficulties with the device in the initial procedure? No issues with firing the device or it functioning. What color cartridge was used in the procedure? Roux en ys (white, gold, blue) what was the procedure? Roux en ys. Approximately how long after the initial procedure was the patient brought back?: the comment was made "within a week sometimes". How did the patient present? A general comment made "low hemoglobin".

Event description:
It was reported that post op to a roux-en-y procedure the physician stated that they had 4-5 "bring backs" in the last quarter and he is trying to determine the root cause of them. He feels that the stapler and reloads could be a factor. We continued an ongoing discussion around reload optimization and intermittent "oozing" he sees on the staple line. He states he occasionally needs to clip the staple line.